Manufacturer narrative:
Mindray service rep replace the co2 absorber canister, tested the unit and resolved the issue.

Event description:
Customer reported a leak in the anestar anesthesia system. No patient injury was reported.